Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative an out of regulation error (oor) message on their patient programmer. The patient was not able to increase amplitude. No external factors were identified that may have led or contributed to the issue. No further complications were reported or anticipated.